Manufacturer narrative:
Other applicable components are: product ID neu_unknown_ext lot# serial# unknown product type: extension. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown, ubd: , UDI#: complaint originated in switzerland (ch) if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient saw the same error message on their patient programmer several times (0x5ca3cf22). They could still operate their implantable neurostimulator (ins) , but that message had appeared several times. The patient didn't feel safe with that device and wanted it replaced. It would be sent back for analysis. Additional information was received indicating an issue with connecting to the ins, they were unable to do so. It was also noted that the clinician tablet could not find the ins either. They have tried two tablets and one patient programmer with no success. The patient was quite heavy so the hcp was not sure if the ins was implanted too deeply, however, it worked up until two days ago. The patient did not have any symptoms, so the ins seems to be functioning. Additional information was received: it was reported that the patient got their whole programmer replaced on october 20, 2020 since the old one couldn¿t establish bluetooth connection anymore. The new programmer however couldn't couple with the ins and the patient got referred for a revision on october 27, 2020. The cause of the ins not connecting was not determined. They tried to connect with the ins intra-operatively without any success. They tested both extensions and impedances were within normal range. However, the right extension showed a small damage in the insulation (at the proximal end, 2-3cm away from the ins). It could have happened during the replacement in the spring or some damage occurred during a stomach surgery the patient underwent in june. They suspected that due to the damage on the extension the battery might have drained quickly and the battery died before the patient even saw the eri message. However, there were many uncertainties and it was strange that all the impedances were within normal range, therefore it was important that the ins would be analyzed. Since the impedance values of both extension were normal they changed the ins to a new one and it all worked fine. The old ins was retrieved and would be sent back for analysis. The issue was resolved.

Event description:
Additional information was received. It was noted the last successful interrogation was with the patient programmer when the patient turned therapy up and down by himself at home. Suddenly, after that, it didn't work anymore, so he scheduled an appointment with the health care provider (hcp). Interrogation was no longer possible after that, not with the tablet programmer nor with other patient programmers.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: evaluation code conclusion (for percept pc ins) updated to d15 based on additional investigation activities. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Upon receipt failure to communicate/interrogate was observed. Destructive analysis determined that a telemetry processor lock-up of the implantable neurostimulator (ins) occurred. H6: evaluation coding updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient could pair the two devices until monday, (B)(6) 2020, then not anymore. On the (B)(6) they handed over the devices and more attempts were made with no success. Between the (B)(6) of (B)(6) the error message appeared several times.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID a620 lot# serial# unknown implanted: explanted: product type software product ID neu_unknown_ext lot# serial# unknown implanted: explanted: product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that brainsense was off while the device was implanted.